Manufacturer narrative:
The intraocular lens was not received for analysis following explant at the time of processing the medical device report. Our investigation is inconclusive at this time. All pertinent info available to amo has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the lens was implanted and then removed due to a scratch on the optic. The lens was cut to remove and the incision was made larger. Another model zmb00 25.0 intraocular lens was successfully implanted the same day.